Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. It was stated that the metal piece in his insulin pump battery cap fell off while back, but he glued piece back on cap and continued use of cap. Customer stated most recently he noticed that his insulin pump was cracked along battery compartment. Customer stated that the insulin pump was power off without notice and also not power on upon inserting new battery and display was remain blank. Troubleshooting was performed for battery compartment damage. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.